Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had ventricular tachycardia (vt). This correlate with patient movement of the right arm. The impella 5.5 was implanted in the right axillary. The pump was repositioned after the vt and support was continued. Additionally, the staff believed the patient had a left ventricle thrombus. Anticoagulation was given to the patient. The patient was having vt again and the decision was made to place intra-aortic balloon pump and remove the impella 5.5. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of ventricular tachycardia and thrombus has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the ventricular tachycardia and thrombus was not determined.